Event description:
Md was using a power drill with a guide wire inserted to drill into the bone when the guide wire broke. Piece could be seen in the bone via fluoroscopy being used during the orthopedic procedure.